Manufacturer narrative:
Concomitant medical product: 694765 lead implanted (B)(6) 2011; dtbb1d1 ICD implanted (B)(6)2016 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.